Event description:
It was reported that: while the device was ventilating a patient, the user heard a popping sound, noted a burning smell, and observed that the device shut down. The device then powered back on and came up and ventilated the patient based on the previously defined user settings. The user noted that the top of the device was warm to the touch. A few moments later the device rebooted again. The patient was ventilated with an alternate device until being extubated. No patient injury reported.